Event description:
It was reported that the customer' insulin pump was not delivering the insulin. It was stated that the caller was working with a nurse and was told to re-prime, and the device functions for a second. The caller stated that she ate breakfast and gave her insulin, but not a full amount and the customer was running low as 74mg/dl. The mother mentioned that the insulin pump alarmed no delivery and the issue had not been solved. The mother could not troubleshoot as customer was in the school at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.